Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 8703w, lot# l39271, implanted: 1996 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving dilaudid (20 mg/ml; 15.973 mg/day; .7986 mls/day). The indication for use was spinal pain and post lumbar laminectomy syndrome. It was reported that the patient had a lot of psy chological/depression issues due to familial issues; the patient's mother killed herself and the patient's uncle was murdered. The event date was unknown by the reporter. The symptoms had come on gradually. On (B)(6) 2015 they changed the drug in the pump from dilaudid to prialt (25 mcg/ml; 1.2 mcg/day; .048 ml) and programmed a bridge bolus. For the programming, a full length catheter volume of .228 mls was utilized because no one knew the catheter volume. The 8840 programmer showed .001 mls for the catheter volume. At the time of the report, the patient had not had an adverse event. The physician was not concerned about the volume utilized for the bridge bolus so didn't feel it was necessary to reprogram anything. The patient was going to be instructed to call the physician or go to the nearest ER (emergency room) if the patient experienced any adverse events. Additional information was received on (B)(6) 2015 from a consumer via a company representative and it was reported that the reason for the drug change from dilaudid to prialt was unknown by this reporter. The patient had mentioned on (B)(6) 2015 that his feet continued to feel like they were burning and that it continued to feel like he was standing on nails. The patient did not convey any symptoms related to the medication change. There did not turn out to be any issue.